Event description:
Did not result in permanent damage or prolonged hospitalization. The primary physician noted that "nurses tried to place catheter and only got blood back" and the urologist was called. Later that evening the urologist noted that there was urethral trauma from the all foley catheter. He inserted a red rubber coude catheter and evacuated 750cc of concentrated urine."